Event description:
Patient additionally reported "trace amount of fluid is seen between the implants". The device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: visual analysis of the returned device identified: weight to the spec, crease fold and deformation. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reports right side pain in her breast, "believes breast implants were faulty because oncologist has advised that the breast implants caused cancer and had been recalled" and cyst. Additional report of rupture and "trace amount of fluid is seen between the implants" and "chronic inflammatory infiltrate". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "believes breast implants were faulty because oncologist has advised that the breast implants caused cancer and had been recalled," pain and cyst. Additionally, patient reports rupture. This record is for the right side. The device remains implanted.